Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned and evaluated by philips service engineer. The device evaluation found error code, max reboots (e-018), was observed on the device error log. The philips service engineer performed the internal flow verification test step, and it failed on the device. The philips service engineer further evaluated and determined the machine flow sensor had caused the issue to occur on the device. In conclusion, the machine flow sensor was replaced to address the reported issue. Additionally, during the service of the device, there were two additional error codes, fpu fault (e-012) and machine flow error (e-0168), that were found on the device's error log by the philips service engineer. These error codes were addressed where unrelated to the reportable issue and were addressed by replacing the machine flow sensor. The device passed all final testing.